Manufacturer narrative:
The information contained herein is based on the information provided by the initial reporter. No sample was available for evaluation and investigation. Without the actual sample, a complete analysis cannot be conducted. The device history record was reviewed for the lot and all manufacturing operations were found to be within specifications. A review of the lot history found no other complaints for the reported lot number. No determination could be made as to why the pump appeared to flow fast. If additional information that is pertinent to this event becomes available, I-flow will submit a follow-up report.

Event description:
It was reported that the nurse filled a 400 ml pump to at least 400 ml, and it emptied in 2 days instead of 3.3 days. The device was disposed by the customer. It was reported that the pt is fine with no side effects.